Manufacturer narrative:
The procedure was aborted due to this event. The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, at the beginning of the ablation phase, a fluid loss alarm message was generated at a fluid loss rate of 28cc/minute. A second fluid loss alarm message was generated with 2 minutes and 46 seconds left of the procedure at a fluid loss rate that is unknown. During the procedure, with approximately three minutes left to the ablation phase, a burn was noticed on the right side of the internal portion of the vagina, the area not including the vulva. The burn was approximately 1 1/2 to 2 cm in size and the severity was reported to be a second degree burn. The physician flushed the area with 5 syringes of water, then applied pressure to the area. Silvadene cream was used to treat the burn. The patient was given a prescription of sivadene cream to continue home treatment. The physician also noticed a burn on the cervix approximately 5-10 mm in size. The severity was reported to be a first degree burn. The physician applied silvadene cream to the burn on the cervix using a swab applicator. Two tenaculum stabilizers were used during the procedure and the patient's cervix was dilated to 9 mm. The patient was also reported to have a very patulous cervix. A follow up medical appointment was scheduled to examine the patient (B) (6) 2010. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Additional follow up received february 25, 2010 from the clinician reported the patient burn is completely healed. There is no longer a size, severity and location of the burn to report. The current condition of the patient is fine and there are no further patient complications.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, at the beginning of the ablation phase, a fluid loss alarm message was generated at a fluid loss rate of 28cc/minute. A second fluid loss alarm message was generated with 2 minutes and 46 seconds left of the procedure at a fluid loss rate that is unknown. During the procedure, with approximately three minutes left to the ablation phase, a burn was noticed on the right side of the internal portion of the vagina, the area not including the vulva. The burn was approximately 1 1/2 to 2 cm in size and the severity was reported to be a second degree burn. The physician flushed the area with 5 syringes of water, then applied pressure to the area. Silvadene cream was used to treat the burn. The patient was given a prescription of sivadene cream to continue home treatment. The physician also noticed a burn on the cervix approximately 5-10 mm in size. The severity was reported to be a first degree burn. The physician applied silvadene cream to the burn on the cervix using a swab applicator. Two tenaculum stabilizers were used during the procedure and the patient's cervix was dilated to 9 mm. The patient was also reported to have a very patulous cervix. A follow up medical appointment was scheduled to examine the patient (B)(6), 2010. There were no further complications reported with this event and the condition of the patient is reported to be fine.